Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited decreasing r-wave amplitude, higher capture threshold, and noise reversion. The device was reprogrammed. The patient was asymptomatic to the event and stable.

Event description:
Additional information received indicated the noise of the right ventricular (rv) lead was due to over-sensing myopotentials and it led to pacing inhibition. The noise was reproducible with isometrics. The rv lead was capped, and a new rv lead was successfully implanted on (B)(6) 2024. The patient was stable throughout the procedure.